Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are gff, gfa and hsz. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit tip broke during an open reduction internal fixation of the right proximal tibia procedure on (B)(6) 2015. During the surgery the surgeon hit a screw causing the drill bit tip to break. There was a five minute surgical delay due to the surgeon's attempt to remove the drill bit tip fragment from the patient. The surgeon was unable to retrieve the fragment and it was left in the patient. The surgery was otherwise completed successfully. Any additional surgical/medical intervention and patient status outcome are unknown. This report is 1 of 1 for (B)(4).